Event description:
It was reported that the patient was no longer receiving pain relief. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 15753859/15796674.